Event description:
This lead was explanted and replaced due to high threshold readings. There were no adverse pt events reported. The hospital retained the device. Should additional information be received, this file will be updated.